Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 6pm. The cca was advised the patient manages her diabetes with insulin. That same evening, the patient took her usual dose of lantus insulin (20 units). At 2am the following morning, the patient claimed she felt symptoms of shaky, blurred vision, sweating, disoriented and had a "weird feeling." The patient ate food and/ or drank a beverage as treatment. The patient obtained a blood glucose result of "36 mg/dl" with another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.